Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing snapped apart while the rn was adding more fluid to the buretrol. The location of the separation is unknown, and reportedly appeared to be a clean break. There was no report of patient harm or medical intervention. No further patient/event information was provided.